Event description:
Patient underwent surgical removal of penile prosthesis. The pump had eroded through the scrotal skin. Infection was present at the site. The patient reports that the device was hard to pump.evaluation revealed a small tear in the white outermost insulation on one of the fluid chambers. It could not be determined if the fluid had been leaking. The device was given to the patient.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.